Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient states she fell and it feels like the stimulator is broken with sharp edges. Says the area around stimulator is sensitive to touch. Rep indicated they could not perform diagnostics. Pt lives out of state. Directed patient to call pt services to find local rep and to contact their physician for an exam.